Event description:
I have had several mris since I had a brain tumor removed in 1978. The symptoms started around 1997 when I noticed how weak I would get on my job. Drs. Diagnosed me with meinere's disease in 1997. I was pronounced totally disabled due to that illness. In the late 1990's until now, I have been having red spots pop up, mainly on my face but some all over my body. I have four gigantic rough spots on my back that my dermatologist would not touch to remove. The pain when I stand from sitting is horrible in my legs and hips, and I can't remove for a little while.